Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with bilateral implantable neurostimulators (ins) for urinary dysfunction /sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said both inss didn't work for the patient so they don't even use them anymore. They noted that they worked for them a little, but stopped working; they are considering removal. As a result of what was reported, the caller was redirected to the healthcare provider (hcp) to discuss explant. No patient symptoms were reported and no further complications have been reported as a result of this event.